Event description:
A (B)(4) distributor returned battery pack sn (B)(4) for an unrelated issue. Upon service investigation, a reportable problem was discovered. The battery cells were leaking.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon receipt, the battery pack was non-functional. The cause of the defective battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack.